Manufacturer narrative:
Follow-up information received on 18-dec-2015: follow-up attempts have been made with no response to date. Device similar case listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-dec-2015 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted and piece of metal remained in the ostium. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. According to the product technical complaint analysis, the possibility of the catheter breaking and detachment difficulty is an anticipated event. During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. No sample was provided but a review of the manufacturing batch record confirmed that lot met all release requirements. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed and no medical events were reported. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician's assistant in (B)(6) on 22-sep-2015 which refers to a (B)(6) female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 with lot number d31449. It was reported that no release occurred; partial retraction of the sheath of essure system. Piece of metal remained in the ostium. The event happened in the operating room during the insertion. Conditions of insertion: standard, under laryngeal mask. There was no cause related to the patient which could explain the event. Bilateral placement was not performed because essure procedure was stopped. Postoperative course: doubt on occlusion of the left fallopian tube. No further information available at the time of this report. Follow-up information received on 02-oct-2015 nac number is (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted and piece of metal remained in the ostium. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
Updated ptc investigation result received on 10-mar-2016 (complaint sample received) (B)(4). Final assessment detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU. The micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery' wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. As received, micro-insert was stretched. There is no micro-insert for this case. The large tight pitch coil was stretched but not the micro-insert. All IFU steps were completed. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed. Moreover, no medical events were reported at this time, therefore the assessment of a relationship with a quality defect is not applicable. Since no medical events were reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 15-mar-2016 for the following meddra preferred term: device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted and piece of metal remained in the ostium. This event, interpreted as device breakage, is non-serious and anticipated according to the product technical complaint analysis. During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Product technical complaint investigation received on 16-oct-2015: this adverse event report is related to a product technical complaint and was initiated due to a reported technical product issue. The bayer reference number for the ptc report is (B)(4). Final assessment: lot number: d31449; production date: 24-nov-2014; expiration date: 28-nov-2017. Failure mode/mechanism. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking and detachment difficulty is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a reported technical product issue in the context of a complicated insertion. However, no medical events have been reported at this point in time. The technical assessment concluded "unconfirmed quality defect. At this point in time no medical events have been reported; therefore a batch investigation with respect to similar ae cases is not applicable. In summary, based on the available information there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed and no medical events were reported. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted and piece of metal remained in the ostium. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. According to the product technical complaint analysis, the possibility of the catheter breaking and detachment difficulty is an anticipated event. During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. No sample was provided but a review of the manufacturing batch record confirmed that lot met all release requirements. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed and no medical events were reported. Further information has been requested